Event description:
A report was received that the patient had a fall and was feeling tenderness at the pocket site. The physician prescribed the patient lidoderm patches.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm. Additional information was received that the patient's fall was not device related, and that the patient was experiencing pain. The patient underwent a lead revision procedure and is reportedly doing well.

Event description:
A report was received that the patient had a fall and was feeling tenderness at the pocket site. The physician prescribed the patient lidoderm patches.